Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Previously run pt samples were rerun to confirm accurate back to the last acceptable control run. Controls were run on each shift and were run before and after this event and recovered within assay ranges. Flagging preferences are set to 2222, which is mid-level for all flags. On (B)(4) 2010, the field svc engineer checked the differential flag set parameters, verified that software version 2d1 was installed, and increased blast flagging sensitivity to maximum. Instrument operation verified to specs. Raw data analysis determined that the specimen was not abnormal enough to trigger blast flagging. The sample did not show a distinctive abnormal pattern for the algorithm to detect the presence of blasts. The lymphocyte population is slightly abnormal, but it was not significant enough to set lymphoblast flag. Root cause is unk. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01043.

Event description:
Customer reported erroneous differential results were obtained when using a coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on the presence of blast cells on manual blood smear differential. There were no instrument generated flags for blast cells with the erroneous test results. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two different analyzers.